Event description:
It was reported to philips healthcare that the heartstart mrx had a unspecified battery issue with no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). The device and accessories were evaluated by a philips field service engineer (fse). The fse found no trouble with the battery. The device passed all performance assurance testing and was placed back into use. Philips was unable to verify that a malfunction occurred.